Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 3.0-3.5mmx26-28mm target lesion was located in the severely tortuous and moderately calcified left circumflex artery. A 28 x 3.00mm promus premier drug-eluting stent was advanced for treatment. However, it was noted that the tip of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.